Event description:
A cartridge alarm was reported by the caller, identified as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to load a new cartridge using proper techniques and was able to resume insulin therapy successfully, resolving the issue.